Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Evaluation of the logs reveals that there was no ventilation at the reported date of event, (B)(6) 2015. Logs from (B)(6) 2015 and (B)(6) 2015 confirm that ventilation took place and that the flow transducer test failed during pre-use check. The flow transducer test fails when the delivered gas flows differ from the values measured in the expiratory cassette. The logs show that the expiratory cassette has measured values which are close to zero or negative, indicating that a measuring error in the cassette is the reason behind the failed flow transducer test. This is also indicated by the generation of failed gas supply tests and alarms for exp. Cassette exchanged. The measuring error was likely due to the accumulation of moisture on the ultrasound sensors or in the cavity inside the cassette. According to the field service engineer (fse) at site, the reported issue could not be reproduced during inspection. The unit passed all functional and safety tests according to factory specifications and the ventilator was returned to service. The conclusion is that the reported issue was due to a wet expiratory cassette causing a measuring error. There is no indication of a malfunction in the ventilator.

Event description:
(B)(4).